Event description:
It was reported that the patient was experiencing discomfort and tenderness in the rib area where the ipg was placed. It was also noted that the patient had no significant pain relief. The patient had used over the counter pain cream and lidoderm patches were also prescribed. The patient underwent a pocket revision procedure wherein the ipg was moved down to a lower location.

Event description:
It was reported that the patient was experiencing discomfort and tenderness in the rib area where the ipg was placed. It was also noted that the patient had no significant pain relief. The patient had used over the counter pain cream and lidoderm patches were also prescribed. The patient underwent a pocket revision procedure wherein the ipg was moved down to a lower location. Additional information was received that the patient was doing well postoperatively and all pain areas were covered.